Manufacturer narrative:
(B)(4).

Event description:
It was reported that login was prompted during a sensor session. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was indicated that the patient was using an unsupported operating system, which is misuse of the device.